Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. The noise could not be reproduced in clinic. During a system upgrade procedure, and insulation anomaly was seen on the lead. The lead was capped and replaced on 3/11/16. The patient was in good condition.